Event description:
During the procedure after the surgeon had completed one lesion set, use of the device was discontinued. The scrub nurse placed the atricure probe on the patient's leg separated by a towel, where it remained for approximately 30 minutes. Upon arrival of the cv coordinator it was discovered that the patient had sustained a freeze burn on the medial side of the leg near the knee equivalent in size to a fifty-cent piece. The injury was treated immediately with warm saline solution and continued wound care was performed. According to the surgeon, the patient is doing well.

Manufacturer narrative:
(B)(4). Device has not been returned to the manufacturer however currently in the process of arranging an on-site evaluation at the facility.